Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during the investigation, it was observed that there was a crack in the battery compartment. Unrelated to the original complaint, it was noted that when the pump was powered on, the display appeared to be dim and discolored. It was also noted that the audio bolus button cover was damaged. When the bolus button cover was removed, the bolus button slug was misaligned; there was contamination under the audio bolus button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.